Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the left upper arm, an alleged leak was observed at the tip of the balloon when inflated to rated burst pressure. Reportedly, there was difficulty retracting the balloon through the 6fr sheath. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 4cm balloon. The balloon was returned in its original folded configuration. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the guidewire patency was tested using an in-house 0.035¿ guidewire and the patency passed without issue. With the guidewire in place, an attempt was then made to insert the device into an in-house 6fr introducer sheath. The balloon was able to fully advance through the introducer sheath without issue. The balloon was then inflated to rated burst pressure (27atm) and deflated without issue. The balloon was then retracted from the in-house introducer sheath without issue. This test was repeated twice more with the same results. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for a leak and retraction problems, as the balloon was able to be fully inflated, deflated, and retracted through an in-house 6fr introducer sheath without issue. The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current conquest pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the left upper arm, an alleged leak was observed at the tip of the balloon when inflated to rated burst pressure. Reportedly, there was difficulty retracting the balloon through the 6fr sheath. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.